Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that the patient suffered an intraoperative acetabular fracture. Update rec'd (B)(4) 2014 - patient's medical records were received. Records indicate the patient was revised to address pain, osteolysis, and increased metal ion levels. Also noted, the patient's acetabular cup was malpositioned and they were experiencing some squeaking in their hip. The patient's head and liner are being added to the complaint at this time. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-11962. This report, 1818910-2014-24318, will be rejected. 1818910-2014-11962 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clinical report states that the patient suffered an intraoperative acetabular fracture. Update rec'd 07/01/2014 - patient's medical records were received. Records indicate the patient was revised to address pain, osteolysis, and increased metal ion levels. Also noted, the patient's acetabular cup was malpositioned and they were experiencing some squeaking in their hip. The patient's head and liner are being added to the complaint at this time. Doi: (B)(6) 2007 no revision (right hip) update- medical records indicate dor: (B)(6) 2014. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.